Manufacturer narrative:
Follow up submission investigation results: one opened sample was received for evaluation. The unit was submitted to a functional inspection in accordance to procedure and no issues related to the customer report were found. The device history record was reviewed for the lot number reported and no issues were found. Despite that the product sample did not present the issue reported. Based on similar reports a probable root cause is related to the current mirror finish on the surface of the elbow connector. This mirror finish can make it difficult to remove the mask from the component. The elbow connector will now have a brushed surface to allow for the mask to be removed easily. A CAPA was initiated to further investigate this issue.

Manufacturer narrative:
At this time we are awaiting the return of the device from the customer. The customer has been provided a shipping label. If any additional information becomes available a supplemental report will be filed. (B)(4).

Event description:
Customer reported ¿while rt staff responded to a code blue situation of a non intubated patient were able to bag patient without incident however as patient had an airway (ett) established therapist was unable to remove mask to apply the 15ml adapter. There was no patient harm to this patient but there was a minor delay in ventilating the patient while a new bag was gathered. The mask was very difficult to remove, but after the patient was stabilized we messed around with the bag again and eventually after multiple people tried we were able to remove the mask from the bag.